Manufacturer narrative:
H3, h6: it was reported that, a patient was diagnosed with elevated level of chromium and cobalt ions in plasma after undergoing a right total hip arthroplasty-bhr. Therefore, a revision surgery was performed during which significant amount of synovial fluid and mild trunnionosis around proximal part of the stem was found. The acetabular and femoral components were replaced for competitor devices. The plaintiff was taken to the pacu in stable condition. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the device. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and head, and this failure will continue to be monitored. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. No further escalation actions are required. The available medical documents were reviewed. The clinical root cause for the ¿heterotopic ossification¿ cannot be concluded but some patients can be genetically predisposed it is a known complication of joint surgeries and is related to the procedure and not the device. The reported pain, elevated metal ions, and trunnionosis are consistent with findings associated with metal debris; however, with the limited information provided the clinical root cause of the reported clinical reactions cannot be confirmed. It cannot be concluded that the reported events/clinical reactions were associated with a mal performance of the implant. The patient impact is the pain, revision, and expected transient post-op convalescence period. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Additional information: d7a corrected data: g2, h6 (health effect - clinical code).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, a plaintiff was diagnosed with elevated level of chromium and cobalt ions in plasma on (B)(6) 2023, after undergoing a right tha-bhr on (B)(6) 2010. Therefore, a revision surgery was performed on (B)(6) 2023, during which significant amount of synovial fluid and mild trunnionosis around proximal part of the stem was found. The acetabular and femoral components were replaced for competitor devices. The plaintiff was taken to the pacu in stable condition.